Event description:
The information provided to sjm indicated an 8f angio-seal vip was selected for use following treatment for a carotid fistula. The patient was immobilized in the intensive care unit for five days post-procedure. Routine observations were performed daily and on the fifth day, an ultrasound of the puncture site revealed an arteriovenous (av) fistula had developed. The patient underwent a surgical procedure to have the angio-seal removed and the av fistula repaired.